Manufacturer narrative:
Other relevant device(s) are: product ID: 8578, serial/lot #:(B)(4), (B)(6), (B)(4); product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (20mg/ml at 9.003mg/day) via intrathecal drug delivery pump. The indication for use was noted as chronic/intractable pain. It was reported that no symptoms or untoward effects were patient involved. The pump was replaced at its normal end of service (eos). The pump segment from the old catheter was unable to be removed from the (then explanted) pump. While trying to remove it, the silicone cover completely separated from the metal and "whatever other material was under it." After connecting the pump segment of the 8578 (serial # (B)(4)) pump segment to the existing old catheter, the hcp had trouble connecting it to the new pump. Once he was able to connect it and when he went to rotate the connector on the pump itself, the md reported it had a "catch" that kept it from smoothly rotating around as it should. When the hcp attempted to remove it from the pump, it took greater than 5 minutes and was very difficult to remove. Serial # (B)(4) was then opened and used and they experienced the same problem of when the hcp tried to rotate the pump connector on the pump to assure symmetry, it had the same "catch" as the previous 8578 catheter part. It was debated opening another pump connector to see if that would help and at some point, the 8578 seated on the pump correctly and the hcp was able to rotate it freely and checked to ensure it was well connected to the pump and found that it was. The rest of the procedure went on without any further events. No environmental, external, or patient factors were reported to have caused this issue. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The cause of the catheter connector "catching" was not determined. There were no further complications reported at this time.

Manufacturer narrative:
Additional investigation determined this event qualifies for serious injury with the outcome of surgical intervention to revise the proximal portion of the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: neu_unknown_cath, lot/serial#: unknown, product type: catheter. Analysis of the implantable catheter (serial #: (B)(4)) identified damage to the connector that was consistent with difficulty detaching the catheter from the pump during explant. The silicone boot was pulled back over the titanium housing. Analysis of the implantable catheter (serial #: (B)(4)) identified damage to the connector that was consistent with difficulty detaching the catheter from the pump during explant. The silicone boot was pulled back over the titanium housing. Analysis of the implantable pump (serial #: (B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. Analysis of the implantable catheter (serial #: unknown) identified no anomalies. The catheter was patent and passed pressure leak testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.